Event description:
Reporter alleged blood glucose monitoring device is reading too low and he passed out. Reporter stated at 6:00 am, device was 118 mg/dl an hour later; he began feeling dizzy, week, and then passed out. Reporter stated paramedics were called and their device result was 34 mg/dl whereby he was then treated with an IV, contents unknown prior to being transported to the hospital. Reporter stated hospital treated him with food and an hour later, their device measured 134 mg/dl. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.